Manufacturer narrative:
A review of the device history record is has been completed. The device history record for the lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
This is the eighth of eight reports involving separate devices used on eight patients. Refer to report 9611594-2015-00006 for the first report. Refer to report 9611594-2015-00007 for the second report. Refer to report 9611594-2015-00008 for the third report. Refer to report 9611594-2015-00009 for the fourth report. Refer to report 9611594-2015-00010 for the fifth report. Refer to report 9611594-2015-00011 for the sixth report. Refer to report 9611594-2015-00012 for the seventh report. Refer to report 9611594-2015-00013 for the eight report. It was initially reported by the hospital in the united kingdom ¿size 3 cuffed endo tracheal tubes. We have had several critical incidents where we have experienced difficulty getting a suction tube down this particular sized tube and we believe it is related to the position of the small tube that feeds to the actual cuff at its entry site to the tube. The obstruction occurs between 11 and 12 cms into the tube. This problem has occurred on several different batches and even tubes that have been put in other hospitals before the patient transferred to us.¿ additional information received on 03/02/2015 stated the hospital recently had eight incidences in which the user could not advance the closed suction catheter system into the endotracheal tube. The patients were extubated and reintubated. There were no injuries to the patients.

Manufacturer narrative:
No consequences or impact to patient; blockage within device or device component; no results available since no evaluation performed. The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation, a follow-up report will be filed. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) database and identified as complaint (B)(4).